Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation, stuck in the user¿s introducer sheath. A visual inspection found the balloon material bunched at the distal end of the sheath, and the sheath tip was found to be flared, indicating retraction issues. The identified stretching to the outer catheter, along with bunching, further indicated retraction issues. The device was distally removed from the sheath, exposing a complete break in the outer catheter shaft at the proximal balloon joint. Therefore, the investigation is confirmed for sheath-related retraction issues, and an outer catheter shaft break. However, the investigation is unconfirmed for the reported device detachment, as the inner polyimide tubing remained intact. It is likely that the reported retraction issues contributed to the identified catheter break. However, the definitive root cause for the reported retraction issue could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the left subclavian, the pta balloon allegedly detached within the sheath. The sheath and detached material were removed together, as one unit. No further treatment was needed. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date 03/2020).

Event description:
It was reported that during an angioplasty procedure in the left subclavian, the pta balloon allegedly detached within the sheath. The sheath and detached material were removed together, as one unit. No further treatment was needed. There was no reported patient injury.